Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock to the patient and recorded one aborted shock. It was suspected that the inappropriate therapy was due to oversensing noise on the egm. The physician had decided to deactivate the s-ICD system, turning off all therapies on (B)(6) 2021, possibly due to an anomaly with the electrode. The egms were not available for review. Additionally, the patient is no longer considered for primary ICD indication. There were no additional adverse patient effects reported. The device and electrode remain implanted but electronically deactivated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock to the patient and recorded one aborted shock. It was suspected that the inappropriate therapy was due to oversensing noise on the egm. The physician had decided to deactivate the s-ICD system, turning off all therapies on (B)(6) 2021, possibly due to an anomaly with the electrode. The egms were not available for review. Additionally, the patient is no longer considered for primary ICD indication. There were no additional adverse patient effects reported. The device and electrode remain implanted but electronically deactivated.